Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hui taek kim et, al (2012), early results of one-stage correction for hip instability in cerebral palsy, clinics in orthopedic surgery vol. 4(2), pages 139-148 (south korea). The aim of this article is to evaluate the results of single event multilevel surgery for cerebral palsy patients with spastic hip dislocation or subluxation which included soft tissue release, femoral osteotomy and the modified dega osteotomy. Between october 1, 2006 to march 1, 2010, a total of 23 patients with 32 subluxation and dislocation of hips (13 males and 10 females) with a mean age of 8.6 years (range, 2-13 years) were included in the study. These patients were treated with single event multilevel surgery including open reduction of the dislocated femoral head, release of contracted muscles, varus-derotation shortening femoral osteotomy and the modified dega osteotomy. Lateral approach to the proximal femur, femoral shortening and a closing wedge varus derotational osteotomy (vdro) was performed and fixed with 90° ao blade plate. The mean duration of follow-up was 28.1 months (ranges 12 ¿ 45 months). The following complications were reported as follows: a (B)(6) male patient experienced decreased pain. A (B)(6) female patient experienced decreased pain. A (B)(6) male patient experienced decreased pain. A (B)(6) female patient maintained the level of pain from pre-operative to post-operation and experienced avascular necrosis post-operatively. An (B)(6) male patient experienced decreased pain. A (B)(6) male patient maintained the level of pain from pre-operative to post-operation. A (B)(6) male patient experienced decreased pain. A(B)(6) male patient experienced decreased pain. A (B)(6) female patient experienced decreased pain. An (B)(6) female patient experienced decreased pain. An (B)(6) female patient decreased the pain and experienced avascular necrosis post-operatively. A (B)(6) male patient experienced decreased pain. A (B)(6) male patient maintained the level of pain from pre-operative to post-operation. A (B)(6) male patient experienced decreased pain. A (B)(6) female patient experienced decreased pain. A (B)(6) female patient experienced decreased pain. A (B)(6) female patient experienced decreased pain. A (B)(6) patient experienced decreased pain. A (B)(6) female patient maintained the level of pain from pre-operative to post-operation. A (B)(6) male patient experienced decreased pain. A (B)(6) male patient experienced decreased pain. An (B)(6) female patient experienced decreased pain. An (B)(6) male patient experienced decreased pain. This report captures a (B)(6) female patient who maintained the level of pain from pre-operative to post-operation and experienced avascular necrosis post-operatively. This report is for unknown screws. This is report 2 of 2 for (B)(4).